Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was sleeping and the pump delivered 17 units of insulin on its own, which caused her blood glucose to be at 35 mg/dl. Customer stated that it happened again about a month ago on (B)(6) 2015. Customer stated that the second incident involved the pump delivering 17 units and causing her blood glucose level to be 39 mg/dl. Customer saw her endocrinologist and the customer stated that she does not feel comfortable with the pump any longer. Customer wants a replacement. Customer agreed to have the pump replaced and stated that she has not had another incident because she puts the lock keypad on at night. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the self test, displacement test and basic occlusion test. Multiple boluses were programmed and all were properly delivered and recorded. No unexpected boluses could be confirmed in the history due to alarms for a corrupted history file. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.